Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the insulation which resulted from the explant procedure. Resistance testing was performed and confirmed the electrical continuity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that on the same evening this system was implanted, telemetry strips demonstrated what appears to be loss of right ventricular (rv) capture resulting in greater than two seconds of asystole. The patient had also undergone an av node ablation. System evaluation the following day showed normal lead diagnostics and an x-ray confirmed the lead was in a stable position. A boston scientific technical services consultant recommended further testing. A revision procedure was performed and the lead was found to have dislodged and it was removed from service and replaced. No additional adverse patient effects were reported.